Event description:
During a literature review, 336 vasovagal reactions (vvr) were noted during a retrospective review of vvrs that used hae equipment. While no device malfunction is alleged, a causal relationship between the procedures and events could not be ruled out. It is unknown if these adverse were previously reported, but in hae's commitment to patient safety, these events are being reported out of abundance of caution.

Manufacturer narrative:
During a literature review, 336 vasovagal reactions (vvr) were noted during a retrospective review of vvrs that used hae equipment. These events resolved with no intervention required. While no device malfunction is alleged, a causal relationship between the procedures and events could not be ruled out. It is unknown if these adverse were previously reported, but in hae's commitment to patient safety, these events are being reported out of abundance of caution.